Event description:
Boston scientific received information that this implantable lead had fractured. Another manufacturer's field representative reported that the lead had displayed impedance issues. The patient was to undergo a lead extraction procedure and be replaced with another manufactures product. The field representative indicated the lead would be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
As of today the lead has not been returned for analysis. Should additional information become available, this report will be updated.